Event description:
The baxter field service technician reported a pump with depleted batteries found during bio-med testing. Device was serviced on-site. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary: the device evaluation was completed and the depleted battery condition (4 depletions below alarm threshold found) was confirmed due to potentially damaged batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA. Service was conducted on-site.